Manufacturer narrative:
H3, h6: the investigation was performed on expert discussions (considering complaint description, customer service reports system history, system log files, and c-part)). According to the provided information, during an interventional procedure, the system switched to "bypass" mode, where continuous fluoroscopy and system movements are still possible. The ¿bypass¿ mode is a mitigation for various types of failure scenarios, so that a procedure can be finished or stopped in a controlled manner if necessary. In this case, the procedure was continued and finished using an alternative system. No health consequences were reported to this event. Onsite troubleshooting showed that multi display manager (mdm) was malfunctioning. The affected part was replaced as part of service activity, which resolved the problem. The detailed investigation of the defective part revealed that the graphics card of the mdm caused the failure. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the event was not classified as a reportable adverse event after the detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an emergency patient procedure, an error occurred. Patient registration and the exam button were greyed. The patient had to be relocated and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.